Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a balloon dilation procedure performed on (B)(6) 2024. During the procedure, upon opening the package, the balloon was visibly damaged. The balloon had a tear. The same problem occurred with the second cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The anatomy location of the procedure and procedure type were not reported and is being reported as it may have occurred in the esophagus.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown block h6: imdrf device code a0414 captures the reportable event of balloon damage/torn material in an unknown anatomy location.